Event description:
It was reported to boston scientific through a publication in the canadian urological association journal that a retrospective multicenter propensity score matched study was conducted to evaluate the 12-month functional outcomes of rezum water vapor therapy compared to 180w xps greenlight photovaporization of the prostate in the treatment of benign prostatic hyperplasia. The study included a total of 4094 patients of which 3614 underwent greenlight and 480 underwent rezum therapy. The study used data from the global greenlight group and the canadian rezum database with follow up extending to 12 months. No device malfunctions were reported. The greenlight group experienced a higher overall 30-day complication rate of 39.6 percent compared to 11.2 percent in the rezum group. Specific complications included urinary tract infection (118 greenlight patients, 27 rezum patients), urinary frequency/urgency/dysuria (493 greenlight patients, 33 rezum patients), hematuria (216 greelight patients, 7 rezum patients), anemia/transfusion (21 greenlight patients, 0 rezum patients), overactive bladder (6 greenlight patients, 6 rezum patients), hospitalization within the first 30 days (191 greenlight patients, 4 rezum patients), and failed trial of void (157 greenlight, 114 rezum). It was observed that catheter duration was longer for the patients who underwent rezum compared to those who underwent greelight procedure. At 12 months both groups showed significant improvements in lower urinary tract symptoms, maximum urinary flow rate, and post void residual volume, with greater improvements observed in the greenlight group.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Ferreira, r., sadri, I., bouhadana, d., nguyen, d.-d., hamouda, a., chakraborty, a., alshamsi, h., elterman, d., & zorn, k. C. (2024). Twelve-month functional outcomes of rezum vs. Greenlight pvp: a propensity score matching study. Canadian urological association journal, 18(9 suppl 3), s167s173. Https://doi.org/10.5489/cuaj.8973. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Ferreira, r., sadri, I., bouhadana, d., nguyen, d.-d., hamouda, a., chakraborty, a., alshamsi, h., elterman, d., & zorn, k. C. (2024). Twelve-month functional outcomes of rezum vs. Greenlight pvp: a propensity score matching study. Canadian urological association journal, 18(9 suppl 3), s167s173. Https://doi.org/10.5489/cuaj.8973. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific through a publication in the canadian urological association journal that a retrospective multicenter propensity score matched study was conducted to evaluate the 12-month functional outcomes of rezum water vapor therapy compared to 180w xps greenlight photovaporization of the prostate in the treatment of benign prostatic hyperplasia. The study included a total of 4094 patients of which 3614 underwent greenlight and 480 underwent rezum therapy. The study used data from the global greenlight group and the canadian rezum database with follow up extending to 12 months. No device malfunctions were reported. The greenlight group experienced a higher overall 30-day complication rate of 39.6 percent compared to 11.2 percent in the rezum group. Specific complications included urinary tract infection (118 greenlight patients, 27 rezum patients), urinary frequency/urgency/dysuria (493 greenlight patients, 33 rezum patients), hematuria (216 greelight patients, 7 rezum patients), anemia/transfusion (21 greenlight patients, 0 rezum patients), overactive bladder (6 greenlight patients, 6 rezum patients), hospitalization within the first 30 days (191 greenlight patients, 4 rezum patients), and failed trial of void (157 greenlight, 114 rezum). It was observed that catheter duration was longer for the patients who underwent rezum compared to those who underwent greelight procedure. At 12 months both groups showed significant improvements in lower urinary tract symptoms, maximum urinary flow rate, and post void residual volume, with greater improvements observed in the greenlight group.